Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "at the hospital they received intravenous treatment with insulin and saline. " h2 correction.

Event description:
At the hospital they received intravenous treatment with a saline solution. Around lunch time the patient would have self-treated with insulin.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 at around 02:30pm, the patient experienced loss of consciousness while being at the supermarket. No cgm reading was reported, but it was inaccurate. A bystander called an ambulance. When a fingerstick was taken by the paramedics the cgm was reading 170 mg/dl and the blood glucose reading was 45 mg/dl. No specific treatment was reported for the hypoglycemia, but the patient was brought to the hospital. At the hospital they received intravenous treatment with insulin and saline. Patient was discharged on the same day at 07:30pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.